Event description:
It was also noted a small portion of the device cracked off near the top. The broken piece was not located.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 311.023, lot a7ma30: manufacturing site: tuttlingen. Release to warehouse date: week 30 of 2003. A review of the device history records (DHR) is not possible, the DHR is no longer available due to the age of the instrument (over 15 years old). H3, h6: a service and repair evaluation was completed: the customer reported the device was dropped in the sterile processing department (spd) and no longer ratchets. The repair technician reported the handle is broken and missing some pieces. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. H3, h6: a product investigation was completed: the device was received with a portion of the handle, at the proximal end, broken off. The broken off fragment(s) of the handle was not returned and is missing. No other visual defects or deformities were observed. Functional testing showed that resistance occurs during sliding of the gear mechanism. The gear mechanism was difficult to slide and gets jammed/stuck. The reported complaint condition of the slide not being able to move forward/backward could be replicated as the gear mechanism was difficult to slide and gets jammed/stuck. The device failure/defect of broken handle was identified during the investigation and is related to the reported complaint condition. Dimensional inspection of the handle and sliding gear could not be conducted as the handle is broken and missing fragments, and the relevant internal features could not be accessed/disassembled for inspection. The relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed as a portion of the handle, at the proximal end, was broken off, and the gear mechanism was difficult to slide and gets jammed/stuck. While no definitive root cause could be determined, based on the provided information, it is likely that excessive force/impact from dropping the tray resulted in the breakage and malfunctioning of the instrument. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was noted the synthes lot number is 4646173 and the supplier lot number is a7ma30. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code: lxh. Device received. Occupation: synthes rep. A review of the device history record. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on june 27, 2019, the ratcheting screwdriver handle was dropped in the sterile processing department (spd) and no longer ratchets.  There was no patient involvement.  This complaint involves one (1) device. This report is 1 of 1 for (B)(4).